Event description:
A report was received that a patient underwent a lead revision due to the stimulation aggravating her pain and making it worse. The physician explanted the paddle lead and reimplanted new leads. The patient is reportedly doing well following the revision.

Manufacturer narrative:
Device evaluation indicated that the lead passed visual, and photographic imaging tests performed. The complaint was not confirmed and the device exhibits normal device characteristics.

Event description:
A report was received that a patient underwent a lead revision due to the stimulation aggravating her pain and making it worse. The physician explanted the paddle lead and reimplanted new leads. The patient is reportedly doing well following the revision.